Manufacturer narrative:
(B)(4). The homechoice (hc) evaluation was completed. The event history log review identified several occurrences of a low drain volume alarm on the reported therapy date. No abnormalities were identified during internal/external inspections. The device passed rite (returned instrument test evaluation) electrical testing, but failed rite functional testing for an unrelated issue. All pressures of the pneumatic system were within specification limits and stable. The reported unknown alarm was verified in the logs as a low drain volume alarm, but no nonconforming product related to the discovered alarm was identified during sample analysis. The cause of the low drain volume alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had an unknown alarm on the homechoice (hc) device during an unknown step of peritoneal dialysis (pd) therapy. It was unknown if the hp was connected at the time of the alarm. The hp would complete therapy via continuous ambulatory peritoneal dialysis (capd). There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.